Event description:
It was reported the patient had their system removed due to a burning sensation in the pocket and possible infection. The patient recovered without sequela. Additional info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.